Event description:
It was reported that there was particulate matter observed inside the fluid path of an unspecified line of an automated pd set with cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, h10: h10: the device was received for evaluation. Visual inspection was performed and a black round pm (particulate matter) was observed embedded inside the fluid pathway. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the extrusion process. Should additional relevant information become available, a supplemental report will be submitted.